Manufacturer narrative:
Concomitant product: boston scientific crt-d implanted: (B)(6) 2016.

Event description:
The patient reported that one of their leads had to be re-screwed in the day after implant. It is unknown if it was the right ventricular (rv), right atrial (ra) or left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.